Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed. Customer experienced a blood glucose level of 518 mg/dl and trace amounts of ketones. An infusion set change was performed to address bg/air bubbles.